Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon inflation at 6atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.